Manufacturer narrative:
Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, cracked keypad overlay, missing reservoir tube o-ring, detached retainer ring, broken belt clip rails, and missing serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the ok button. Customer stated there was crack on the clip rail. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.